Event description:
This will be filed to report a single leaflet device attachment (slda) and tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. The first clip (20913r1056) was implanted successfully. A second clip (20810r1009) was attempted for implantation however, it was not possible to grasp both leaflets. Subsequently, the clip was removed from the patient and exchanged. A third clip (21018r1092) was advanced in the patient. During grasping maneuvers, a perforation of the anterior mitral leaflet was observed. The clip was able to be deployed but then it detached from the anterior leaflet. According to the physician the slda was due to patient anatomy. The procedure was concluded with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unchanged mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda, and the reported unspecified tissue injury associated with the anterior leaflet perforation, were due to challenging patient anatomy (enlarged annulus, thin leaflets). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.